Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that when assembling the isocool forceps, one of the insert of the jaw broke. The procedure was completed with another product available, no patient consequences and a less than 30 minutes surgical delay was reported.

Manufacturer narrative:
The isocool forceps was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a visual inspection was performed on the tip, confirming the proximal end of one tip was fractured in half. Therefore, the complaint is confirmed. Root cause - the likely root cause is excessive force when inserting the tips into the handle.

Event description:
N/a.